Event description:
The customer stated that she tested her blood glucose and received a reading of 435 mg/dl. She retested and received a reading of 172 mg/dl. The difference between the readings falls in the "c" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and a replacement meter kit will be sent.